Event description:
The customer reported to baxter (B)(4) regarding the control-a-flo set overpouch that was damaged when taken out of the carton. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and a hole was observed in the pouch, therefore, the condition was confirmed. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.